Manufacturer narrative:
Date of event: 2015. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patients ipg would not charge and would not connect anymore. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected by the physician.

Event description:
A report was received that the patients ipg would not charge and would not connect anymore. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.